Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass due to ventricular tachycardia (vt) and then ventricular fibrillation (vf) following pre-dilatation balloon aortic valvuloplasty (bav). Moderate aortic regurgitation (ar) was also noted on the native aortic valve. During implant, valve function and hemodynamics were assessed using a pigtail in the aorta and one in the left ventricle (lv). Once bypass pressure dropped below lv pressure, the valve leaftets began to open and left ventricular end diastolic pressure (lvedp) dropped to approximately 20 mmhg over the next minute or two. Diastolic separation was approximately 80 mmhg. Physicians assessed valve function as very good with no leak. Over the next several minutes, the patient's heart function decreased. A pigtail catheter was placed back in the lv to check pressure. During fluoroscopic inspection, after approximately 20 minutes post deployment, it was noted that one of the outflow paddles was bent over and appeared to be stuck in an opposing outflow crown. No fold was noted in the valve. Several attempts were made to dislodge the paddle using a wire and pigtail catheter, a peripheral balloon, a bav balloon, and a deflectable catheter. The deflectable catheter appeared to free the paddle, but it still appeared to be bent slightly. Approximately one to two minutes later the paddle appeared bent even further. The deflectable catheter was used again to bend the paddle back up, but it returned to a bent over position after a couple of minutes. The paddle was left in that position. Lv function was minimal by this point. The patient was put on a pulmonary artery (pa) vent and the patient was transitioned off bypass and on to extracorporeal membrane oxygenation (ECMO). No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of images provided, the outflow of the fully deployed valve appeared bent backwards. The transesophageal echocardiogram (tee) probe obstructed the view of the outflow so the bent crowns could not be confirmed. The outflow crown of the fully deployed valve appeared severely bent. Based on the images provided, the deployed valve was confirmed to have severe bent crowns. However, there was no supporting imaging to confirm the series of events related to correcting the valve position of the outflow paddles and crowns. There was also no fluoroscopy load check image to confirm that the load was good. A root cause for why the outflow paddles bent after the valve was deployed could not be determined based on the information received and the cine review. There was no information to indicate that the valve was damaged when it was taken out of the jar (prior to loading). Additionally, the valve function had been assessed to be very good after the valve was deployed. If information is provided in the future, a supplemental report will be issued.